Event description:
A bladder neck suspension procedure utilizing a protegen sling was performed on 5/15/97 without incident. On 9/3/97 the pt underwent removal of the sling material and suspension anchors due to bone and vaginal infections. Presently, the pt's condition is fine. No info regarding risk factors was available. Risk factors such as obesity, diabetes, and immunocompromised pt's can be predisposed to infection. However, without further info co cannot determine the exact cause for this event. Directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures; urinary retention and infection. Consequences specifically related to materials: pelvic sensitivities and tissue erosion."

Manufacturer narrative:
Date MFR initially forwarded report to FDA.